Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 13-jul-2023. H6: investigation summary: one 20039e sample was received, without the original packaging for investigation. However, the customer indicated, the complaint sample was from lot#: 22065466. The feedback provided by the customer, suggests a complete occlusion was detected, during use of the smartsite extension set in connection with a bd posiflush syringe. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects, which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid. In this instance, the customer's experience could not be replicated, as the piston of the smartsite opened. And no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot#: 22065466 did not identify any in-process testing failures or quality deviations. Which, may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified, as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported, while using the bd smartsite¿ extension set, pressure rated smallbore needle-free connector, there was occlusion. The following was received, by the initial reporter. Flow occlusion, when connected with posiflush.

Event description:
It was reported while using the bd smartsite¿ extension set, pressure rated smallbore needle-free connector there was occlusion. The following was received by the initial reporter: flow occlusion when connected with posiflush.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.